Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2018 with the implant of an ovation ix abdominal stent graft system. Routine follow-up conducted on 09 april 2024 identified that there was an indeterminate endoleak due to contrast in the sac and enlargement of the aaa. Patient is currently being monitored. Additional information received on 23 july 2024 an additional angiogram was performed in (B)(6) 2024 confirming that there was no endoleak identified. The patient will continue to be monitored. Subsequent to the additional information the clinical assessment identified that the indeterminate endoleak was identified to be a type ii endoleak. Type ii endoleaks are anatomy related events and are not caused or contributed by the device. Therefore, a reportable complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This MDR is being downgraded to a non-reportable complaint as type ii endoleak are not device related.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the ovation ix, aneurysm enlargement is unconfirmed and the indeterminate endoleak was determined to be a type ii endoleak of the lumbar artery. This is moderately consistent with the reported adverse event/incident. The causation of the type ii endoleak is anatomy related. Procedure related harms could not be identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the ovation ix, aneurysm enlargement and indeterminate endoleak complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint cannot be determined. Procedure related harms could not be identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date - updated. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2018 with the implant of an ovation ix abdominal stent graft system. Routine follow-up conducted on (B)(6) 2024 identified that there was an indeterminate endoleak due to contrast in the sac and enlargement of the aaa. Patient is currently being monitored.